Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2010. After the implantation, the patient began experiencing pain during intercourse, bladder not emptying completely, frequent urinary tract infections, and hip and back pain on (B)(6) 2016. The problems and pains began gradually and grew worse with each passing year.